Manufacturer narrative:
Device evaluation: lens was returned in liquid, in a micro-centrifuge vial with debris. Visual inspection found one of the haptics bent and debris on lens optic. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -14.00/3.50/90, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for the same length, different model and power lens due to lens rotation not associated to a low vault. This exchange resolved the problem.